Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Patient code e2326 is being used to capture the reportable event of inflammation.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Fiducials were applied transperineally prior to the hydrogel placement. The patient's tissue was fibrous which made the placement more difficult, and the physician had to go very high toward the seminal vesicles to perform the hydrogel placement. It was reported swelling around the hydrogel was seen on scans. Upon further review of magnetic resonance imaging (MRI) and computerized tomography (CT), a massive fluid collection was seen around spaceoar vue, also referred to as an inflammatory reaction. The patient experienced constipation, so he started with laxatives and suppositories. The patient's physician also prescribed him with antibiotics for ten days, just in case. The patient's radiation treatment will be delayed while the physician ensures the patient is stable before continuing. The plan was currently to wait to see if resolution occurred on its own, and possible drainage of the area. The patient has received salvage sbrt 6gy in 6 fractions.